Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and reported a possible pump under delivery. Troubleshooting was not performed. It was reported that the pump history had 3 motor error alarms. No further details were given. No further complications were reported. It was unknown if the customer will continue the use of the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0870 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. Possible under delivery anomaly not confirmed. Possible over delivery anomaly not confirmed. The pump alarmed motor error during occlusion test. The pump alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads, scratched reservoir tube window, stained end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no motor error alarm noted on the event date 09-feb-2023. However, the most recent motor error alarm (during bolus) listed on 12/26/22 at 13:20:14 in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date 09-feb-2023 in the pump history file. (B)(6) 23 12:28:01 sensor alarm #113 - alrm_lost_sensor. (B)(6) 23 12:41:23 sensor alarm #113 - alrm_lost_sensor. (B)(6) 23 12:54:44 sensor alarm #113 - alrm_lost_sensor. The pump communicated properly with the glucose sensor simulator and the minilink transmitter. No calibration anomaly or lost sensor alarm noted. The pump passed the displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, dat, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test. Unable to confirm alleged glycemic decompensation or hypoglycemia. Possible under delivery anomaly not confirmed. Possible over delivery anomaly not confirmed. Motor error alarm confirmed. Calibration anomaly not confirmed. Lost sensor alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.